Manufacturer narrative:
Upon review of this customer issue, it was determined to be reportable as an MDR.

Event description:
Radsuite provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. On (B)(6) 2013 a customer reported a problem when the mouse cursor hovered over the roi in the secondary series it displayed the statistical data belonging to the first image. This is a potential safety issue since the roi displays and measures hounsfield units (hus). Hounsfield measurements are used to measure tissue density and may be used as an input to clinical decision making. There was no report of adverse patient impact. (B)(4).